Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. There were no products returned for evaluation. There is insufficient information to determine the procedure date and which specific system was used. Site review found multiple da vinci xi system was used at this facility, therefore, a generic xi system was reported. Source of the article: larach, j.t., flynn, j., tew, m. Et al. Robotic versus laparoscopic proctectomy: a comparative study of short-term economic and clinical outcomes. Int j colorectal dis 38, 161 (2023). Doi.org/10.1007/s00384-023-04446-1.

Event description:
During review of a literature article involving da vinci assisted robotic proctectomy surgical procedures titled, "robotic versus laparoscopic proctectomy: a comparative study of short-term economic and clinical outcomes" the following complications were reported. A retrospective study included 113 patients who underwent minimally invasive proctectomy surgery from january 2017 to june 2020. Eighty-one patients (59 males and 22 females) underwent da vinci xi assisted surgery and 32 patients (18 males and 14 females) received conventional laparoscopic assisted surgery. In the robotic assisted group post-operative 42 overall complications. There were 31 clavien-dindo grades I-ii with no specific information. The other 11 (clavien-dindo scale iii-IV), included two small bowel obstructions due to parastomal hernias, a high output ileostomy with subsequent prolapse, a small bowel obstruction in a trocar site, five pelvic collections or anastomotic leaks which required either a CT-drainage or a flexible sigmoidoscopy washout plus antibiotics, an anastomotic bleeding, and a pelvic bleeding with a perineal wound breakdown following an abdominoperineal resection (apr). Additionally, there were two conversions (related to proximal ima lesion, obesity, and intraoperative bleeding), seven unspecified reoperations and eight 30-day readmissions for unknown reasons. There was no mention of any malfunction of da vinci systems, instruments or accessories in the article.